Event description:
It was reported that the bd ultra-fine¿ insulin syringe barrel was bowed with the scale printing skewed. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, before use, the hcp found that one product has a bowed barrel and a skewed scale marking."

Manufacturer narrative:
H6: investigation summary customer returned a single 0.5ml, 29 gauge, 12.7mm syringe from lot 1263479. The barrel of the syringe is slightly curved to one side. Additionally, the scale markings printed on the side are twisted and missing entire sections of print. A review of the device history record was completed for batch# 1263479. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of a scale marking misprint. The root-cause could not be determined.

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe barrel was bowed with the scale printing skewed. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, before use, the hcp found that one product has a bowed barrel and a skewed scale marking."